Manufacturer narrative:
The suspect device has been returned for evaluation. The device was examined visually, and bubble testing was performed. The complaint is confirmed. The root cause is attributed to the manufacturing process. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified.

Manufacturer narrative:
The suspect device has been returned for evaluation. The device was examined visually, and functional testing was performed. The complaint is confirmed. The root cause could not be determined. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed, and no similar complaints for this lot number were identified.

Event description:
The account alleges that there was a defect in the packaging resulting in incomplete sterilization of the contents. The defect was identified during preparations for a medical procedure. No patient interaction, or injury to report.